Event description:
A cartridge change error was reported with the pump, prompting customer support to provide guidance. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller to inspect the cartridge o-ring and the pneumatic tap area, which were found to be intact and free of debris. The caller followed recommendations to clean the area and load the cartridge, successfully resuming insulin delivery. No cartridge replacement was needed, and the caller was advised to continue monitoring the system's performance.